Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thoracotomy and internal thoracic artery harvesting for CABG (coronary artery bypass graft) procedure, a defective product was used. During wound closure at the end part of the procedure, it was noticed that the transparent cover for electrode insulation was missing. The forceps table, floor, surgical field, etc. Were checked but the electrode insulation could not be found. There was more than 30 minutes delay at the operation time. An x-ray was scheduled to be performed in the future.

Event description:
It was reported that during the thoracotomy and internal thoracic artery harvesting for CABG (coronary artery bypass graft) procedure, a defective product was used. During wound closure at the end part of the procedure, it was noticed that the transparent cover for electrode insulation was missing. The forceps table, floor, surgical field, etc. Were checked but the electrode insulation could not be found. There was a delay of more than 30 minutes at the operation end time. X-ray was performed and the dropped object was found in the thoracic cavity and after explaining the situation and obtaining consent from the patient, it was retrieved and removed through an additional procedure.

Manufacturer narrative:
Additional information: b2, b5, b6, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.